Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temp sensing catheter did not produce accurate readings. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for evaluation. It is therefore unknown if the device failed to meet specification. The device was being used for both diagnosis and treatment at the time of the reported event. A potential failure mode could be 'poor connection¿ with a potential root cause of 'loose wires at connection.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Caution: as with all temperature probes: in the presence of rf energy sources: local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temp sensing catheter did not produce accurate readings. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d1, d2, d4, g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the temp sensing catheter did not produce accurate readings. No medical intervention was reported.